Manufacturer narrative:
Additional information was added to d9, h3, h6, and h10. H10: the device was received for evaluation. Visual inspection was performed and a separation between female connecter and main body was observed. Leak testing, clear passage, and clamp function testing were performed and no issues were observed. The reported condition was verified. The cause of the condition was due to inadequate solvent application to the insert chip during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and main body (light blue) of the minicap transfer set. The event was further described as ¿threading part (dark blue) of twist clamp got completely dislodged from its housing (light blue)¿. This was occurred during a routine transfer set change. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.